Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product(s): product ID: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was scheduled to be removed prophylactically. During the explant procedure, the lead insulation was found to be compromised. The rv lead was explanted and replaced. It was further reported that the atrial lead was destroyed during the laser extraction of the rv lead. The patient was in chronic atrial fibrillation so the atrial lead was not replaced. No patient complications have been reported as a result of this event.